Manufacturer narrative:
Block b3: approximated based on the date of the revision surgery. Block d4, h4: the complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Impact code f1905 captures the reportable event of device revision or replacement.

Event description:
It was reported that, following an advantage fit system device implant, the patient did not pass the voiding trial. The patient was sent home with a foley catheter and returned around three days later. At this point, the patient still did not pass the voiding trial and had small post-void residual. On (B)(6), the patient underwent a procedure to loosen the sling with some lateral tension on one side since the patient was voiding some urine and not completely obstructed and because the patient was also unhappy having the foley catheter. Following the procedure, the patient passed the voiding trial with post-void residual of 0. No further patient complications reported.